Event description:
A day after pt treatment with juvederm ultra xc in the lips, cheeks, and nasolabial folds the pt presented with an infection and redness in the left cheek. The pt has had previous dermal fillers, but never anything with lidocaine in it. The pt received pre-treatment tetracaine 4% cream. Pt was prescribed valtrex and doxycline 2 days after symptoms presented to both hasten the resolution of symptoms and prevent permanent damage. A culture was also conducted at the office, but the results are currently unk. Further follow-up with the health professional noted the pt's symptom resolved twelve days later.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Device evaluation: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.